Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review. Received one (1) needle set, one (1) sharps block, and one (1) line extension from needle pack 9001p-vc-005, ez-io 25mm needle set + stabilizer for investigation. The various components were visually inspected for any signs of abuse/misuse/damage. Nothing noted. The reported defect states the stylet hub could not be detached from the catheter hub. Holding the catheter hub with one hand, and applying a left turn twist to the stylet hub with the other hand, the stylet hub unscrewed (disconnected) with hardly any force at all. The complaint cannot be confirmed. See attached video clip. Certificate of compliance certifies that the aforementioned lot meets the lake region medical quality system (viant) requirements and specifications. This product has been manufactured and controlled by lake region medical (viant) in accordance with the FDA qsr and iso 13485:2003. A review of the certificate of conformance found that the needle set passed all the release criteria. The needle set was released in 12/2018 and is approximately 1.5 years old. Additional testing did not confirm the complaint. When tested the needle hub detached (unscrewed) with little to no twisting pressure. No corrective/preventative actions will be assigned. The complaint cannot be confirmed with additional testing. See video clip and certificate of compliance. No further action required.

Event description:
It was reported that the needle/catheter would not separate from the stylet after insertion on patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the needle/catheter would not separate from the stylet after insertion on patient.